Event description:
It was reported to boston scientific corporation that a wallflex uncovered biliary stent was used during a metal stent implant procedure in the bile duct performed on (B)(6) 2013. According to the complainant, the indication for stent placement was due to bile duct cancer. The patient's anatomy was not torturous but it was reported the lesion could only be reach percutaneously. The lesion was not dilated prior to the procedure. During the procedure, the device was advanced percutaneously over a 0.035 guidewire into the bile duct and the physician attempted to deploy the stent. The stent catheter kinked after the stent was released approximately 25 cm and would not release anymore. It was reported that the stent was removed from the patient fully constrained on the delivery catheter. The procedure was completed with another wallflex uncovered biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. Note: investigation results revealed the stent was returned partially deployed.

Manufacturer narrative:
(B)(4) for the investigation result of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 12mm. It was noted that the catheter was kinked approximately 420 mm proximal to the distal tip. During analysis it was possible to fully reconstrain and deploy the stent without issue. No other issues were noted to the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.